Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
In reporting a revision of patient's right hip on (B)(6) 2018, rep indicated that the implantation on (B)(6) 2017 was a revision of primary implant. Rep was not present for that procedure and was not made aware of it until revision 1. Sales team confirmed the procedure involved explantation of stryker devices due to possible dislocation. This event is for revision of the primary on (B)(6) 2017.

Event description:
In reporting a revision of patient's right hip on (B)(6) 2018, rep indicated that the implantation on (B)(6) 2017 was a revision of primary implant. Rep was not present for that procedure and was not made aware of it until revision 1. Sales team confirmed the procedure involved explantation of stryker devices due to possible dislocation. This event is for revision of the primary on (B)(6) 2017. Update as per the medical review: cup shell in malposition was retained and contributed to persistent problems of dislocation requiring another revision surgery in 2018 to address the problems.

Manufacturer narrative:
An event regarding dislocation of an unknown head from an unknown liner was reported. The event was not confirmed as x-rays were not provided for this event. Conclusions: the medical review concluded: cup malposition in low inclination and medialized position has contributed to an overload condition in the arthroplasty with problems of unreported type, likely instability, requiring revision surgery where only the acetabular liner with femoral head were exchanged but the cup shell in malposition was retained and contributed to persistent problems of dislocation requiring another revision surgery in 2018 to address the problems. The reported event cannot be confirmed with the limited information provided, however a likely cause has been gleaned from the x-rays from the later revision event; as "the cup shell had been retained during the first revision, it is clear that this malposition must also have been present prior to the first revision". Further information such as device ID and evaluation, x-rays pre (B)(6) 2017 and further medical records are required to further investigate this event.